Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e2, e3, g2 for customer information inadvertently left out of previous report. Correction to h10 of previous report because an olympus sales representative went onsite to confirm the event (not a field service engineer). The device was returned to olympus repair center and during inspection the event was not reproduced, but the error was found in the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the error could not be determined. However, based on the complaint, the occurrence of error message e433 is likely attributable to one of the following temporary causes: disturbance of the esg-400 due to interspersed electromagnetic interference fields. The user actuates the foot switch while the generator is booting. A defective foot switch due to a short circuit in the connector. A defective foot switch due to a defective reed contact. A defective cable connection between the high voltage power supply board and the generator board. A defective cable connection for the output signal between the generator board and the relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
After receiving the initial report from the customer, olympus dispatched a field service engineer (fse) to the user¿s facility to inspect the subject device. The user¿s report was confirmed, upon starting up the unit, an e433 error code was present. The fse attempted several trouble-shooting options, including reviewing the docking station, and securing the cables. Those ultimately proved unsuccessful. The customer then requested that this device be sent back to olympus and a new one be provided. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
While performing diligence on report with patient identifier (B)(6), it was discovered that the same event had occurred an unspecified number of times previously. This report is being submitted as a generic report to capture the unknown number of previous occurrences referenced by the customer. The customer reported that his olympus hf generator unit was producing an esg communication error during preparation for a therapeutic colonic resection. According to the initial reporter, the intended procedure was completed using a similar device. The customer went on to note that this same failure had occurred many times in the past. There were no patients harmed as a result of any of these events.